Event description:
The customer contact reported unrestricted flow. The tubing set was being used to delivery an unspecified IV solution. The cair clamp was being used to regulate flow. After an unspecified length of time in use, it was reported, "the rate changes to flush without being touched." There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.